Manufacturer narrative:
Complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Per manufacturing site: a manufacturing review could not be performed as the batch / lot number were not provided. One electronic photo was returned for evaluation. A photo review was performed. The investigation is confirmed for a crack on the luer connector, as the photo review identified a longitudinal crack on proximal end of the connector. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model nod12lpt drainage catheter sometime after placing the drainage catheter, the patient allegedly experienced a leaking issue and was sent to x-ray for examination. It was further reported that the x-ray demonstrated a crack at the hub of the catheter and another catheter was placed. This report was received from one source. This event involved one patient, age, weight, and gender were not provided, with no reported patient injury.